Event description:
Device 1 of 3: reference MFR report: 3006705815-2017-00382 & 1627487-2017-02963. Follow up identified one of the patient's leads was wrapped around the ipg. Additional follow up identified the leads and ipg were replaced.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 3006705815-2017-00382. It was reported the patient was experiencing pocket stimulation from her scs system. A sjm representative met with the patient and a system diagnostics showed multiple lead contacts with low impedance. Follow up identified x-ray confirmed both of the leads migrated, reportedly, one lead migrated towards the ipg pocket. Surgical intervention may be taken to address the issue.

Event description:
Device 1 of 3. Reference MFR report: 3006705815-2017-00382 & 1627487-2017-02963. Follow up identified the patient was doing well and the patient reported no pocket stimulation since the revision of the scs system.